Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the root cause for the evens could not be identified. However, it is likely that no image was displayed because a scope could not be detected due to damage, deterioration, and connection failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that there was cosmetic wear and tear on the housing as the chassis, top cover and rear panel was deformed. It was also noted that the front panel was damaged. The locking mechanism was loose in the scope socket and the lamp was non-olympus with 200 or more hours. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis exera iii xenon light source indicated a lamp error even though the lamp was on. It was noted that the scope worked in a different room. The issue was found during a procedure. There was no patient harm or user injury reported.